Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent incomplete bolus alert and incomplete temporary basal rate notifications. Also pump was displaying a "current status" upon "waking the pump". Customer reported pump was not recording cartridge load dates correctly. There was no reported impact to blood glucose. Tandem technical support reviewed the pump data and could not verify customer's reported issues. Customer maintained pump was not operating correctly.